Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges injuring both legs when the chair bolted forward into the dining room table.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition could not be duplicated.

Event description:
Alleges injuring both legs when the chair bolted forward into the dining room table.